Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-jun-2023 . H6: investigation summary a device history review was conducted for lot number 2287448. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to our facility for evaluation and testing purposes. Functional testing was performed on the returned unit to test leaks during infusion. The results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the reported non-conformance our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using unspecified bd pegasus catheter leakage occurred. The blood sprayed on the nurse's left index finger, and the blood soaked into the entire fingertip and nail of the index finger. There was a small skin tear on the nail of the index finger. The following information was provided by the initial reporter, translated from chinese to english: at around 14:30 on april 19, 2023, when the nurses in the day treatment center were infusing indwelling needles for intravenous therapy infusion for patients, when the needle core was withdrawn according to the routine operation procedures of indwelling needles for intravenous infusion, the patient's venous blood was directly discharged from the indwelling needles. The blood was sprayed directly on the nurse's left index finger, and the blood soaked into the entire fingertip and nail of the index finger. There was a small skin tear on the nail of the index finger. Immediately flush the blood with water. And keep the indwelling needle used at that time. At the same time, report to the doctor, and draw blood from the patient for infection screening.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd pegasus catheter leakage occurred. The blood sprayed on the nurse's left index finger, and the blood soaked into the entire fingertip and nail of the index finger. There was a small skin tear on the nail of the index finger. The following information was provided by the initial reporter, translated from chinese to english: at around 14:30 on (B)(6) 2023, when the nurses in the day treatment center were infusing indwelling needles for intravenous therapy infusion for patients, when the needle core was withdrawn according to the routine operation procedures of indwelling needles for intravenous infusion, the patient's venous blood was directly discharged from the indwelling needles. The blood was sprayed directly on the nurse's left index finger, and the blood soaked into the entire fingertip and nail of the index finger. There was a small skin tear on the nail of the index finger. Immediately flush the blood with water. And keep the indwelling needle used at that time. At the same time, report to the doctor, and draw blood from the patient for infection screening.